Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is now referred for battery replacement less than a year after implantation. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Suspect generator was explanted. Explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
Device is not available for return.